Event description:
Event became reportable based on device analysis. It was reported that during a percutaneous transluminal coronary angioplasty drug eluting stenting procedure, difficulty crossing the lesion was reported. The eccentric de novo lesion was located in the severely tortuous mid left anterior descending (lad) artery near the d1 branch. The lesion was 25mm in length and 3.5mm diameter. The lesion was severely calcified and 90% stenosed. The lesion was predilated with a maverick 3.0 x 20mm balloon. The physician inserted a taxus liberte 32 x 3.50mm with resistance. The stent could not cross the lesion. The procedure was not completed due to this event. No patient injuries or complications were reported. The patient's status is reported as "stable." However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Product analysis: visual examination of the returned device revealed stent damage. One of the struts on the fifteenth row from the distal end was misaligned. This type of damage is consistent with the device encountering some form of restriction during the procedure. A severe kink was found on the hypotube. The kink was measured at approximately 33cm distal from the strain relief. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A labeling review identified that the device was not used per the taxus liberte directions for use (dfu). A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.